Event description:
A customer reported a ¿replace sensor¿ error message on the adc freestyle libre 2 sensor during wear. As a result, the customer was unable to obtain sensor scans and became hypoglycemic with symptoms of a seizure and loss of consciousness. The customer was unable to self-treat and was treated with glucagon via IV by the ambulance and then transferred to the hospital. At the hospital, the customer administered serum with glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message on the adc freestyle libre 2 sensor during wear. As a result, the customer was unable to obtain sensor scans and became hypoglycemic with symptoms of a seizure and loss of consciousness. The customer was unable to self-treat and was treated with glucagon via IV by the ambulance and then transferred to the hospital. At the hospital, the customer administered serum with glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message on the adc freestyle libre 2 sensor during wear. As a result, the customer was unable to obtain sensor scans and became hypoglycemic with symptoms of a seizure and loss of consciousness. The customer was unable to self-treat and was treated with glucagon via IV by the ambulance and then transferred to the hospital. At the hospital, the customer administered serum with glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. This issue is therefore nonconfirmed. All pertinent information available to abbott diabetes care has been submitted.